Event description:
Customer reported blood glucose result of 240 mg/dl on the advantage system and a lab value of 113 mg/dl within 10 minutes. Customer reported no symptoms, did not treat or act on results. No adverse event reported. System discarded by customer, not available for return, replacement system sent.